Event description:
The pt's attorney contacted the MFR alleging "the initial transplantation occurred in 1998. 21 months later, the product stopped working apparently due to a defect. It was replaced."